Event description:
During a labral repair using the twist drill flex crvd for 2.3 sa, it was reported that the tip at the end of the drill broke off inside glenoid. It was reported that the flexible tip unraveled and the device broke in the patient. We took a 2.9 spade trip drill and used a mallet to go around the edges of the drill and then removed it with graspers. There was a twenty minute procedural delay with no reported patient injuries or complications. It was reported that there were no post-operative issues to date.

Manufacturer narrative:
One flexible twist drill for 2.3 anchors was returned for evaluation and it was confirmed that the drill head has broken free from the flexible coil. The breakage of the device has occurred at the distal weld zone of the flexible coil to the drill head. The drills flexible coil is uncoiled a condition consistent with operating the drill in reverse. Per the IFU ¿maintain alignment while holding the curved guide steady and remove the drill bit from the insertion site with the drill bit rotating in the forward direction¿. Examination of the break area shows adequate weld penetration. This location is the high stress zone of the drill. The breakage is consistent with excessive torsional force being applied during use. Information was not provided by the complainant as to if the drill was subjected to any type of radial motion during use, run in the reverse position during removal process from the drill guide, or patient bone quality. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. No further investigation is warranted at this time. (B)(4).